Manufacturer narrative:
D10 concomitant medical products: 173024 173024 endo stitch 0 grn 120 surgidac - (lot#j4h2536y); 173024 173024 endo stitch 0 grn 120 surgidac - (lot#j4h2536y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic diaphragmatic plication, during plicating the diaphragm, the needles of the two reloads broke and jammed on the jaws. There was difficulty on unloading as well with the first reload. The two reloads were both used on the same handle. A new instrument and reload were used to resolve the issue. There was no patient injury.